Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that after implant yesterday they told the patient they didn't need to activate it until today if I did not want to. Pt requested assistance to activate it. Reviewed some post general interstim information. Pt said their ins incision site hurts. Pt was successful to connect to their ins and reported stim was on program 1 at 0.1 volts. Pt increased stim to 0.3 volts and reported feeling stim in their spine then reported they no longer felt stim. Reviewed to monitor their results and stay in touch with their doctor. Pt will monitor their symptom results and continue working with their doctor. Pt said their doctor is dr (B)(6) at (B)(6) but did not know the first name. Pt said they have a follow-up scheduled but do not know the date.